Manufacturer narrative:
Evaluation: the catheter was visually inspected and no visual defects were found. A guide wire was difficult to advance through the catheter due to a large amount of dried blood in the lumen. The guidewire advanced as normal after the dried blood was removed. The catheter was advanced through the endoreturn er21 without advancement difficulty. The root cause of the customer experiencing difficulty advancing the catheter could not be determined. The returned device did not exhibit any manufacturing non conformances or damage. It is most likely that the root cause of this customer's experience is related to procedural complications or anatomical abnormalities. The IFU, labeling and troubleshooting guide have adequate information on the use of the device to mitigate the risk of this failure. The device functioned as intended upon evaluation and there will be no CAPA or pra. Trend is in control and no limits have been triggered. Trends will continue to be monitored through the edwards quality system.

Manufacturer narrative:
Evaluation into the root cause is anticipated upon product return from the customer

Event description:
It was reported by the sales rep that during a case, doing a mini mitral utilizing the intraclude aortic device, icf100. They "attempted to place the icf100 in the usual fashion according to IFU's and the balloon would advance approximately halfway up into the patient and it would just stop and not go any further. The guide wire moved freely and could advance the wire into the ascending aorta without issue. We also brought in fluoro to observe the balloon which also showed everything moved freely up to a point and then just stopped. We abandoned the icf100 and continued with a chitwood clamp and a long antegrade cardioplegia needle. There are no adverse effects to the patient." The device is to be returned.